Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the needle on the sensor fracturing while still in the body. Customer's blood glucose level was 229 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and found sensor cannula broken with missing broken part see attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used. Unable to confirm adhesive anomaly to opened/used sensors.